Event description:
It was reported that the patient experienced muscle stimulation according to the physician, and both the right ventricular (rv) lead and left ventricular (lv) leads exhibited insulation damage. Additionally, the rv lead exhibited high thresholds and the lv lead exhibited decreased impedances. The leads were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, there was blood on the distal conductor of the lead and it was not obstructed, and the distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut and developed a cosmetic depression while in vivo. The overlay tubing of the lead was extrinsically breached due to a cut, the overlay tubing of the lead was extrinsically melted but not breached. Additionally, the overlay tubing of the lead developed cosmetic esc (environmental stress cracking) while in vivo and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst noted that due to the large amount of blood ingress between the overlay tubing and the outer insulation, and the blood ingress into the outer insulation, it is likely that the extrinsic cuts to the overlay tubing and the outer insulation occurred during the implant. Although the lead had been implanted for 24.3 months, the slow ingress of blood through the outer insulation likely contributed to the unstable thresholds. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced muscle stimulation according to the physician, and both the right ventricular (rv) lead and left ventricular (lv) leads exhibited insulation damage. Additionally, the rv lead exhibited high thresholds and the lv lead exhibited decreased impedances. The leads were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.